Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR at this time. If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
Per raised with limited information!! (B)(6) reported via our sales rep that pt came to the hosp with dislocated hip. Senior surgeon dr. (B)(6) contacted sales rep on (B)(6) 2011 to ask for the registrations of the implant pass which gave no useful result. There were also implants of the first surgery mentioned. Further they reported that during surgery, they determined that the bipolar hip was damaged and thus emerged the luxation. Surgery was delayed by 30 minutes and that desired result was achieved. X-rays and surgery report will be provided. Surgeons have not indicated the cause of death was in their opinion product related, pt related or a combination.